Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) bnst410, (3i t3 with dcd non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation was performed, there was signs of use. Damage to the implant was identified. The implants drive feature was damaged. DHR review was completed for the subject lot number 2120000197. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120000197 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded the recommended value. Therefore, based on the available information, a device malfunction did occur. There implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that the dental implant located in position number #34 failed because the internal hexagon stripped due to excessive torque during implantation procedure the doctor reports that the procedure was concluded by placing another implant. Bone type: I the doctor reported : smoker.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.